Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was a sporadic failure. The failure could not be confirmed but occurrence was likely. The channel tube was leaking. The keytop of switch one (1) was broken. The plug unit and control section had fluid invasion and corrosion inside (the leak check label was discolored). The angle was insufficient. The light guide tube was broken, and leakage occurred. The venting connector was leaking. The light guide lens was cracked. Play occurred during angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the evis lucera elite colonovideoscope presented an e315 scope error message (no image). The issue was detected during preparation for use for a therapeutic procedure. The intended procedure was completed with another similar scope with no surgical delay. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the leakage occurred from biopsy channel while the user was handling the device. Then water invaded the device which led to abnormality of electrical parts. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.) Olympus will continue to monitor field performance for this device.